Event description:
It was reported that the patient experienced an episode of ventricular fibrillation (vf). The cardiac resynchronization therapy defibrillator (crt-d) system delivered one round of anti-tachycardia pacing (atp) and multiple 41 joule shocks as programmed; however, the rhythm was not converted. The physician elected to replace the right ventricular (rv) lead (boston scientific, unknown model) and do additional defibrillation threshold testing. Vf was successfully induced in the patient and the rhythm was converted using the new rv lead. The existing rv lead was capped and abandoned and no additional adverse patient effects were reported. It was noted that the original rv lead had been implanted during a covid hospital closure and no boston scientific support was present at the implant. The position had been sub-optimal and the shock vector wasn't appropriate at the time of the vf episode.